Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that patient requested assistance with determining MRI eligibility. Reviewed MRI mode overview and walked pt through how to activate/deactivate MRI mode. Pt initially reported getting device not responding that was resolved by repositioning communicator on pt's implant. Pt successfully activated and deactivated MRI mode on the call. Pt reported therapy seems like it's working less. Pt clarified they are having a return of symptoms and reported their symptoms are getting worse. Pt stated they have been meaning to call. Pt provided event date as "probably like a couple months ago". Pt reported "the same things are starting to happen". Pt stated they haven't used it in a while to make any adjustments and inquired about adjustments to make. Reviewed role of patient services and reviewed therapy overview. Pt then reported getting device not responding message again when trying to increase stimulation, then reported seeing an "error has occurred while performing". Pt ended session and re-entered app. Pt then successfully connected with their implant and confirmed successfully increased stimulation until feeling stim comfortably. Pt will monitor symptoms now that therapy change was made. Pt to follow up with healthcare provider if issue persists. Patient stated they haven't seen their managing healthcare provider since february.  They had a rhizotomy on their back that pt stated "is like an ablation of nerves" and stated they did not bring their controller with them for the appointment so they did not turn off their implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device not responding message was determined, however no further clarification was provided. The steps taken to resolve the issue were "guidance to see device".